Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that patient experienced angina with ischemia and target vessel revascularization occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 75% stenosis and was 18 mm long with a reference vessel diameter of 3.38 mm. The lesion was treated with pre-dilatation and deployment of a 3.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal rca with 98% stenosis and was 30 mm long with a reference vessel diameter of 3.38 mm. Target lesion #2 was treated with pre-dilatation and deployment of a 3.50 x 32/38 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #3 was located in the 1st obtuse marginal with 86% stenosis and was 34 mm long with a reference vessel diameter of 2.47 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 x 32/38 mm study stent. Following post-dilatation, residual stenosis was 0%. After a day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject presented to hospital due to chest pain and was admitted on the same day for further evaluation. Subsequently, stress test was performed which revealed evidence of cardiac ischemia. The 66% stenosis located in mid rca was treated with placement of a drug eluting stent with 0% residual stenosis and timi 3 flow. The next day, the patient was discharged on clopidogrel.